Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips the device "fails to pass the tests". There was no reported patient involvement.